Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in a small vial. Visual inspection found no visible damage to lens. (B)(4).